Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Product #1 pi main [(B)(4)]: a patient experiencing lead migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient lost effective coverage due to migration of the l3 lead. Surgical intervention was completed to explant and replace the lead. Effective therapy was restored.